Event description:
This serious unsolicited device case from the united states was rec'd on (B)(6) 2013 from a physician's assistant. This case was cross referenced with case ID: (B)(6) (cluster cases as same lot was used). Based on the add'l info rec'd on (B)(6) 2013 from the pt, the events of could not sleep, hives on her face and body, "huge joint effusion/ aspirated 30 cc of fluid (knee effusion)", off-label use (for torn meniscus) and leg cramping were added. This case concerns a (B)(6) yr old female pt whose left knee blew up and was swollen/ swelled up, left knee was painful, developed hives on her face and body, leg cramping, "huge joint effusion/ aspirated 30 cc of fluid (knee effusion)" and could not sleep after receiving treatment with synvisc injection. The pt rec'd synvisc for torn meniscus (off label use). The pt had medical history of hoffa's fat pad syndrome (fat pad was still swollen). No past drugs and concomitant medication was reported. On an unspecified date in (B)(6) 2013 (9th or 10th or 11th), the pt initiated treatment with synvisc injection, at a dose of 2 ml, once a week with batch/lot number: w12052 (route of administration and expiration date unk) into her left knee for torn meniscus (off label use). On an unspecified date in (B)(6) 2013, (a week later), the pt rec'd second injection of synvisc. On (B)(6) 2013, the pt rec'd third injection of synvisc and the therapy was completed. On (B)(6) 2013 (five days after last synvisc injection), the pt's knee blew up and her knee was swollen and painful. It was reported that according to her hcp, it was supposedly an autoimmune response to the last injection. On (B)(6) 2013, the pt was administered a corticosteroid (unspecified) injection, but no response was observed. On (B)(6) 2013 (sunday), the pt underwent magnetic resonance imaging (MRI) which was normal, but indicated a huge joint effusion. In the emergency room, hcp aspirated about 30 cc's of clear synovial fluid and sent for culture to the lab whose result was awaited. The pt did not suspect an infection. The pt stated that she could not sleep at night, her leg was cramping and she felt like "charlie horses." Although her knee was still swollen, but was not as bad as before. Her ER hcp had cautioned that the fluid might fill up again and prescribed tramadol hydrochloride (tramadol) which only induced sleep in the caller, but did not relieve pain. On an unspecified date, the pt's knee was tapped, but no infection was present. Corrective treatment: corticosteroid (unspecified) injection for the events of left blew up and was swollen/swelled up, left knee was painful and "huge joint effusion/ aspirated 30 cc of fluid (knee effusion)"; ibuprofen, acetylsalicylic acid (aspirin), paracetamol (tylenol), tramadol hydrochloride (tramadol) for the events of knee was painful and leg was cramping. Outcome: not yet recovered for the events of "left knee was painful" and "left knee blew up and was swollen/she swelled up." Unk for the events of hives on her face and body, "huge joint effusion/ aspirated 30 cc of fluid" and "could not sleep." A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria. The event of "left knee was painful", "left knee blew up and was swollen/ she swelled up" and "huge joint effusion/ aspirated 30 cc of fluid" were assessed as serious as an intervention was required (steroid injection). Add'l info was rec'd on (B)(6) 2013 from the consumer: synvisc dates, dosage and indication was updated. Events of could not sleep, hives on her face and body, had a huge joint effusion/ aspirated 30 cc of fluid (knee effusion), off-label use (for torn meniscus) and leg cramping were added. Treatment drugs of ibuprofen, acetylsalicylic acid (aspirin), paracetamol (tylenol), tramadol hydrochloride (tramadol) were added. Clinical course updated accordingly.